Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, the helix was able to be extended after 20 turns were applied. The lead was placed and initial measurements were in normal range. When the ra lead was connected to the cardiac resynchronization therapy defibrillator (crt-d), the pacing impedance measurements were high out of range. A connection issue was suspected so the ra lead was disconnected and reconnected to the crt-d; however, the high out of range pacing impedance measurements persisted. Additional attempts were performed to disconnect and reconnect the ra lead to the device header but the issue remained unresolved. During the final attempt, the setscrew came out of the device header when the physician was tightening it down. As a result, both the ra lead and crt-d were extracted and successfully replaced. During the removal of the ra lead, it was also noted that the helix would no longer retract. No adverse patient effects were reported. Both products will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.